Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with currents with in specifications.

Event description:
Customer reported that the insulin pump insulin is squirting the insulin out, alarming during manual prime and unable to exit from preparing to prime loop. Nothing further was reported.